Event description:
A customer reported a blood-tinged, consisting of blood and isoton, leak near vl115 (sample access module) in the coulter lh 750 analyzer. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at the time of the event. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated replacement of the sample access module. Cleaning procedure on the area around sample access module was completed. Repairs per established procedures were verified and results meet published performance specifications the root cause for the leak was associated with the sample access module.